Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of wear of the glenoid component and osteolysis that developed while being implanted for approximately 12 years. However, this cannot be confirmed as the explanted devices were not returned and x-rays were not provided.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-13, 1460836 - equinoxe, humeral stem primary, press fit 13mm. 300-10-45, 1254888 - equinoxe replicator plate 4.5mm o/s. 300-20-02, 1507083 - equinox square torque define screw drive kit. 300-20-02, 1507084 - equinox square torque define screw drive kit. 310-01-50, 1424082 - equinoxe, humeral head short, 50mm (beta).

Event description:
As reported. Approximately 12 yrs postop the initial this patient was converted to a reverse shoulder yesterday. Cemented glenoid was worn extensively in the superior half with osteolysis noted on humerus and glenoid. All components were removed. Reverse shoulder was then performed. The surgeon was pleased with the extended baseplate fixation. A short stem was cemented in the humerus. Patient was left in stable condition. No additional information available.